Event description:
It was reported that the patient presented to the hospital with a pocket infection. The pacemaker system was removed, the pocket was irrigated, and the patient received intravenous antibiotics. A new pacemaker system was implanted one week later. No additional adverse patient effects were reported.